Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the patient's implant battery was defunct and no longer operable. No symptoms reported. No further complications were reported/anticipated.